Event description:
Customer reported damage to pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to let the pump's battery deplete and return it, and a replacement pump was sent with updated software. The customer was advised on the steps to take upon receiving the new pump and acknowledged the instructions. No backup insulin therapy was currently available, and the customer planned to contact their healthcare provider.